Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
The pt felt painful when walking after 10 months, and x-ray shows the plate is broken.